Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "apply sample" message. The cca attempted to review the proper sample application technique; however, the patient did not want to troubleshoot. As a result of the reported issue, the patient took a lower dose of novolin 7/30. The patient claimed that 2-3 days after the reported issue first occurred, she felt anxious, irritable, sleepy, fatigued, and thirsty. There were no other forms of treatment reported or blood glucose results from another device. This compliant is being reported because the patient allegedly developed symptoms of hyperglycemia 2-3 days after the "apply sample" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the specialist product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.